Manufacturer narrative:
Section d9 updated due to part return section h6 updated due to part return evaluation code - remove b17 and add b01 result code - add c07 component code - remove g07001 and add g04105. H3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, this ht70 ventilator generated an alarm indicating a system error and ventilation stopped. Based on the review of the logs, it was confirmed that the ventilation stopped. The repair was performed by the third party service provider tokibo (tkb). During the inspection, when the circuit was checked after turning on the power, an abnormal noise was emitted from the inside. A system error message appeared for a moment and then the system shutdown immediately. Also, it was found that the screw on the shaft of pump assembly had come off. The pump and manifold assembly were replaced to solve the issue. The unit was reported to be in working condition. One ht70 pump and manifold assembly were returned to medtronic for further analysis. Visual inspection of the pump found damage at the mounting plate and the radial bearing assembly of the right side. The top rear screw was missing from the mounting plate. The damage is located where the screw would back out of the mounting plate. The pump was installed in an ht70 ventilator and was left to ventilate at standard test settings. The device delivered ventilation for 24 hours with no loss of ventilation and no errors occurring. The reported symptom was unable to be replicated. The likely cause of the issue was identified as damage to the radial bearing in the pump and manifold assembly, likely from striking the backed out screw during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section a and section e: initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that during use on a patient, this ht70 ventilator generated an alarm indicating a system error and ventilation stopped. A review of the provided ventilator logs, confirmed that the ventilation stopped on the patient. The repair was performed by the third party service provider tokibo (tkb). During the inspection, when the circuit was checked after turning on the power, an abnormal noise was emitted from the inside. A system error message appeared for a moment and then the system shutdown immediately. Also, it was found that the screw on the shaft of pump assembly had come off. The pump and manifold assembly were replaced to solve the issue. The unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the issue was isolated to faulty pump and manifold assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, this ht70 ventilator generated an alarm indicating a system error and ventilation stop ped. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without injury.